Manufacturer narrative:
UDI: (B)(4)

Event description:
A report was received that a newly implanted patient had dehiscence at the midline incision site. The patient's incision was cleaned, packed and treated by the physician. The patient was doing well.

Event description:
A report was received that a newly implanted patient had dehiscence at the midline incision site. The patient's incision was cleaned, packed and treated by the physician. The patient was doing well.

Event description:
A report was received that a newly implanted patient had dehiscence at the midline incision site. The patient's incision was cleaned, packed and treated by the physician. The patient was doing well.